Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore biopsy needle was returned for evaluation. The top slide of the device self-activated during functional evaluation. An x-ray of the device showed that the cannula tangs were not fully engaging with the device housing when the top slide was in the primed position. Upon disassembly, it was noted that the left bumper was missing and the right bumper was overlapped by the spring. Additionally, the cannula outer tang width was measured and found to be out of specification. Based on the findings, the investigation is confirmed for self-activation and the reported failure to prime of the cannula. The investigation is inconclusive for the reported failure to prime of the stylet, as functional evaluation could not be completed due to the identified issues. The identified bumper issues likely contributed to the observed incomplete cannula tang engagement as well as the identified self-activation and reported failure to prime. Additionally, the out of specification cannula tang width measurement may have contributed to the reported and identified issues. However, the definitive root cause could not be determined based upon available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that prior to an ultrasound-guided liver biopsy, the device allegedly failed to prime during a dry fire attempt. Reportedly, the top slide of the device was allegedly able to prime sometimes, but the second slide was unable to prime. It was further reported that the procedure was completed with another device. There was no reported patient contact.